Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. The clinician replaced the electrode pads and defibrillator to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Based on log review, the device delivered a successful 200j shock. It was determined that the user inadvertently changed the lead view to lead I which resulted in them being unable to see ECG. Had the user switched the lead back to pads, ECG was able to be viewed. The device was fully tested and passed all tests successfully. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.